Event description:
Status post bilateral subglandular inframammary gels (unk size/type - no records) 25 yrs ago for augmentation. This set encapsulated and 2 closed capsulotomies failed to relieve, so they were replaced (unk when) with salines (no records). The left deflated so it was replaced about 1979, and 1 1/2 yrs later the right deflated so both were replaced submuscularly with surgitek gels. The pt denies changes in shape/texture or trauma, but has noted slight decrease in ten yrs. The right has been hurting for "a while", increasing since mammogram which revealed right extravasation. In addition, over the years pt has developed systemic symptoms including arthralgias (positive am stiffness)/myalgias, paresthesias, spasms, fatigue, sleep disturbance, frequent pneumonia, drenching night sweats, headaches, visual changes, dry eyes, hair loss, hives, sensitivity to cold, positive raynaud's), shortness of breath, grave's disease, weight gain, increased cholesterol and gi/gu disturbances.